Manufacturer narrative:
The patient's gender and weight were not provided. The mobile power unit is not a single use device. The serial number of the device was not provided, therefore the approximate age of the device, manufacture date and device unique identifier (UDI) are unknown. The device remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that an unspecified system controller alarm occurred on (B)(6) 2018 at the patient¿s home. The patient was asymptomatic. The system controller was exchanged at home and the patient went to the hospital for examination. The system controller log file reviewed by the manufacturer's technical services representative showed that the patient switched support from batteries to the mobile power unit. Subsequently, a low power advisory alarm occurred. After this, the patient exchanged the system controller. There was no interruption in lvad support other than when replacing the system controller. No further issues have been reported.

Manufacturer narrative:
The mobile power unit remains in use and was not available for evaluation. The reported event of a low voltage advisory alarm was confirmed based on the information recorded in the log files. Two log files associated with the reported event were reviewed. The first log file was retrieved from the returned system controller and the second log file was provided by the customer. The data log file retrieved from the returned system controller revealed that on 28jan2018 at 23:37 hours, the system controller was disconnected from 14v batteries and connected to a mobile power unit. Approximately 5 minutes later there was a low voltage advisory alarm recorded associated with both relative state of charge (rsoc) levels simultaneously decreased to 1.5v from the expected 12volts while connected to the mobile power unit. This series of events typically indicates the power cables were incorrectly connected to the opposite connectors (black to white, white to black). The system controller continued to operate the pump at the set speed with a low voltage advisory alarm active for approximately 17 minutes when the driveline was disconnected (at 23:59). Approximately 1 minute later the driveline was reconnected and the system resumed operation. The white power cable was disconnected while the black power cable still connected and the low voltage advisory alarm progressed to a low voltage hazard. The next recorded entry revealed that the driveline was disconnected again. The log file provided by the customer was also reviewed and the recorded information was identical with the information contained in the log file retrieved from the returned controller. The system controller was functionally tested using our laboratory equipment and was found to function as intended. The system controller was exchanged and no further issues have been reported. In conclusion, the low voltage alarms captured in the log files appeared consistent with improper connection between the controller¿s power cables and the mobile power unit power cables. The patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.